Event description:
For one touch test strips rec'd in 2007, patient has found several to be defective. Blood pools on strip instead of being absorbed. Patient says she has used them for years, and never had this problem before. She says some friends have had some problem. Date frequency & route used: blood glucose monitoring. Therapy dates: two months in 2007. Diagnosed for use: diabetes.